Manufacturer narrative:
Date of event: unknown. (B)(6). Summary: one sealed 50 ml ll sample with lot 1706239p was received by our quality team for investigation. Upon visual inspection of the sample received, it was verified that the thumb press of the plunger is broken and the broken piece is inside the blister. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident is due to the plunger hitting or becoming obstructed in the manufacturing equipment or transport system during the assembly process. The appropriate personnel have been notified of this incident and a project has been opened to further investigate this defect. Conclusion: defect: thumb press broken one sealed sample of 50ll lot 1706239p was received for investigation. Upon visual inspection of the sample received it can be observed the thumb press of the plunger is broken. The broken piece is inside the blister. DHR of lot 1706239p has been reviewed not finding any annotation or deviation regarding the alleged defect. Plunger was damaged because it was hit or any obstruction happened in equipment or transport systems during assembly process. The areas where pieces run in our manufacturing process are protected and soften to avoid damage in the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A project has been opened to reduce the occurrence of this defect. The incident is reported to area manager. Root cause: plunger was damaged because it was hit or any obstruction happened in equipment or transport systems during assembly process.

Event description:
It was reported that the plunger rod base on a bd plastipak¿ concentric luer lock syringe was found broken in the package. There was no report of exposure, serious injury or medical intervention.